Event description:
The reporter stated the surgeon inserted a aq2015a silicone three piece lens. The lens cracked. Flipped during insertion into the eye and tore the posterior capsule. A vitrectomy was performed and the surgeon cut the lens to remove from eye. There were a total of four iols used on the same patient, same eye and during the same procedure. This was the first event. See MFR report number: 2023826-2013-00638 for the second iol and MFR report 2023826-2013-00637 for the third iol. A fourth iol was implanted with no problem. The reporter stated the lens crack was not due to loading or injection system. The cause of this event was due to the iol.

Manufacturer narrative:
(B)(4). Method: lens work order, injector and cartridge lot number search. Results: visual inspection of the returned product found the lens optic torn in half and both haptics are bent. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. An injector lot number search was performed and two similar complaints were found. A cartridge lot number was performed and four similar complaints found. Conclusions: based on the complaint history, lens work order, cartridge and injector lot number searches and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review reportedly the lens (silicone 3-piece) flipped upon delivery and caused the posterior capsular tear. An anterior vitrectomy was performed. According to the report, from the facility, the "crack" on the iol optic was noted after lens insertion. The two lenses of the same model had the same issue (optic "crack") requiring intraoperative removal. The fourth lens of the same model was implanted successfully. No reported postoperative sequelae. It should be noted that this event could have been caused/contributed by user error (surgeon`s technique during implantation) and/or procedure related factor (competitor`s ovd that was used during the procedure). Conclusions: based on the complaint history, work order search, cartridge and injector claim search by lot number, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).